Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through proper cartridge loading steps, successfully loaded new cartridge, and resumed insulin therapy, and issue was reported as resolved; no additional outcome details were provided.